Event description:
It has been reported to philips that the system did not boot up. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. A philips field service engineer (fse) replaced the suite pc and returned the system to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) inspected the system remotely and confirmed the reported event. Rse found that the suite pc did not boot up and also disk drive lights were not available. Analysis of the log files by rse could not identify any errors with the system. Customer had ordered and replaced the suite pc but software could not be loaded into the system for which the customer was mailed a new license file. After getting a new license file for the system, the customer loaded software for suite pc and the system was restored its functionality. The defective suite pc was returned for analysis and part analysis indicated that the part failed due to faulty hdd bay. Philips has confirmed that the reported failure is due to a disk bay failure. Due to the disk bay failure, the system may not perform as intended and may stop functioning and imaging may not be possible, resulting in delay of procedure. Philips has initiated a medical device correction (z-1152-2024) /field safety corrective action (2023-igt-bst-027). The correction has been scheduled to be implemented on the system. The system is currently being used after the replacement of suite pc and reloading software of suite pc. The codes were updated based on the investigation outcome.